Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented in-clinic after receiving a patient notifier for non-sustained t-wave rv oversensing. Programming changes were made. The patient was stable and will be monitored with normal follow-up.

Manufacturer narrative:
(B)(6)